Event description:
The customer alleged the audible alarm failed to activate. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could duplicate the alleged event intermittently. The cse replaced the power switch and confirmed all connection of wiring harness related to the audible alarm. The unit passed extended self-testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.

Manufacturer narrative:
The elab found that the parts functioned as designed. No recurrance in the device.